Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to confirm the reported probe damage error message. The distal end of the device was inspected under a microscope and found charred stains on the tip of the probe unit; however, the device passed the probe check. No error code displayed. A visual inspection was performed and found the teflon pad severely worn, melted, partially split on the side, and metal exposed. The root cause for the damaged teflon pad is likely due to insufficient or no tissue between the probe and jaw when the device is activated. The instruction manual contains several warning and caution statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a hernia procedure, the jaw of the device would not activate and a "probe damage" error message displayed. No device fragment broke off inside the patient. The procedure was completed using a different but similar device. No patient injury occurred.